Manufacturer narrative:
The returned device was visually inspected, and the following was noted: the frame was distorted likely due to explanation. Pannus/host tissue growth on the top of commissure tabs, surrounding the frame, and inflow side of frame (wrapping the inflow apices). One leaflet was completely torn at both sides from the commissure attachment. The torn leaflet edges appear to be thickened possibly due to device returned condition. No frame fracture was observed from x-ray images. No functional testing was able to be performed due to device return condition. No dimensional inspection was able to be performed due to device return condition. The reported events were confirmed based on the returned device. No manufacturing nonconformances that would have contributed to the reported events were identified. It should be noted that the valve was implanted for 7 years prior to the observed svd. Edwards durability testing of sapien xt valve meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requiring 200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability. In this case, the complaint under investigation had been implanted for more than 5 years (approximately 7 years and 6 months). Although edwards' bioprosthetic valves have shown excellent durability, bioprosthetic valves are known to have a limited life span, generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Echo imagery was reviewed and blue and orange regurgitant jets were observed on the echo, indicating regurgitation due to valve degeneration/deterioration. The host tissue was observed on the outflow and around the entire valve frame. A risk assessment was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risk of leaflet torn and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to leaflet torn. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with tissue leaflets torn. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed. Based on the limited information provided, the root cause for the valve degeneration and leaflet tears approximately 7 years 6 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences in (B)(6), structural valve deterioration (svd) was reported approximately 7 years and 6 months after 26mm sapien xt valve deployment in the native aortic position via transfemoral approach. The sapien xt valve was explanted and replaced by a surgical valve.